Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to micro dislodgement. A revision procedure was performed wherein physician successfully explanted and replaced this lead. No mechanical damage suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.